Event description:
My wife and I have been loyal customers of seventh generation brand for 10+ years. Recently ((B)(6) 2018) my wife purchased "seventh generation organic cotton tampons with comfort applicator" from (B)(6) and tried to use it during the trip to (B)(6). But when she tried to take out the applicator from her body, the applicator got separated from plunger and remained inside her vagina. After several attempts to take it out of her body by ourselves, we needed to visit a local hospital at night and got helped from a gynecologist to take the plastic part out of her vagina. It was cost/time-consuming experience away in (B)(6) where my health insurance is not valid and the security is not so good as in the u.s., and emotionally very difficult as well. After the incident, we compared the sg tampon with one of the other brands' tampon and found out the other brand's applicator doesn't get separated when we pulled the plunger. Thus, I believe that the main reason of the unpleasant experience my family had is the bad design (easily separated) of seventh generation tampon product. I'd like to ask seventh generation to reimburse the cost we needed to pay and compensate what we needed to experienced. Please let me know how we can get reimbursed and compensation.